Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, filter was allegedly failed to advance due to detachment of the pusher wire, and removal of the filter proved difficult. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, filter was allegedly failed to advance due to detachment of the pusher wire, and removal of the filter proved difficult. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first and second photo shows that the hcp holding, opening of proximal end of the sheath, the tip of the filter was noted to seen inside the sheath. Third photo shows that the inducer sheath, filter was noted to seen inside the sheath. Therefore, the investigation is inconclusive for the reported detachment of device or device component, positioning failure and difficult to remove as no objective evidence was provided for review. A definitive root cause for the reported detachment of device or device component, positioning failure and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.